Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited a micro dislodgment the morning following the initial implant. A revision procedure was performed wherein the physician successfully repositioned the rv lead. Patient was discharged with normal measurements. No additional adverse patient effects were reported.